Event description:
The patient reported multiple red alarms and decided to switch the freedom drivers. Patient was switched to backup driver without any reported adverse impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating left and right drive pressure too low long enough to be a permanent time-out. Visual inspection of external components found damage to the external power to main pcb cable, which could affect the functionality of the driver but is unrelated to the initial complaint. Visual inspection of internal components found no abnormalities. Freedom driver failed functional testing for acceptance at incoming inspection due to out of specification cardiac output values. This failure was determined to be unrelated to the original complaint as it was caused by a loose barb fitting connecting to the airflow sensor. After the connection was corrected, a second functional test was performed and driver passed without issue or alarm. A 48-hour observation run was performed and driver functioned without issue or alarm. Customer complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue during alarm data review. The customer complaint was not replicated during testing; the root cause of the reported red alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. Damage found to the power cable and the initial functional test failure were unrelated to the original complaint. No evidence of a device malfunction was found and the driver functioned as intended. Patient was switched to a backup driver without reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The patient reported multiple red alarms and decided to switch the freedom drivers. Patient was switched to backup driver without any reported adverse impact.